Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the device had incomplete opening. Deployment was incomplete requiring angioplasty with a septeur 4*15 balloon.

Manufacturer narrative:
A2: patient date of birth is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a ped3 pipeline required balloon angioplasty with wall apposition and neck coverage achieved by the end of the procedure. Balloon angioplasty was performed successfully after pipeline failure to open. The patient was being treated of a saccular aneurysm in the left side hemisphere in the internal carotid artery (ica) in the c3 segment. It is in the vessel sidewall. Maximum aneurysm diameter: 6.9mm. Aneurysm dome height: 6.9mm. Aneurysm dome width: 6.3mm. Aneurysm neck size: 3.7mm. Parent artery diameter distal to aneurysm: 4.3mm. Parent artery diameter proximal to aneurysm: 3.8mm. Post implant significant stasis was achieved. Complete neck coverage was achieved at the end of the procedure. Class 3 raymond and roy occlusion at the end of the procedure. No symptoms were reported. Additional information was received indicating there was insufficient neck coverage at the 180-day follow up dsa imaging on (B)(6) 2021 due to slight retraction of the stent. The site had confirmed the pipeline foreshortening. Vantage fish mouthing (inward crimping of either end of the device) was also observed at the 6 month follow-up dsa imaging performed on (B)(6) 2021. Corelab reported intimal hyperplasia in the proximal third, middle third and distal third of the stent at the 6 month follow-up dsa imaging performed on (B)(6) 2021 with <25% parent artery stenosis. No adverse events or treatment was reported. Additional information received reported that the site has reported non-occlusion of the aneurysm with raymond & roy "class 3" at the 1-yr follow-up mr imaging performed on (B)(6) 2022. No impact or treatment was reported for the patient.